Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the lead was found dislodged into the right atrium. A lead revision procedure was performed to reposition the lead in the right ventricle. The patient was in stable condition.